Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer could not provider blood glucose (bg) levels for the past events; current bg level was 150mg/dl. No troubleshooting was performed for the past occlusion alarms. Reportedly, the pump is worn against the customer's skin. A system check was performed with the current supplies and a scratch on the cartridge was observed. Tandem technical support advised the customer to change their cartridge to resolve the occlusion alarm.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarms could not be verified due to the damaged usb pins.